Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set site and cartridge to resolve the blockage. Customer's blood glucose was 522 mg/dl and a bolus was delivered to address bg.